Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The labeling warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described the pd therapy being contaminated by the patient¿s cat. The patient was hospitalized for the peritonitis event. The patient was treated with fortaz intraperitoneally (dose and frequency were not reported) for peritonitis. The patient completed their antibiotic treatment in the same month as they began treatment and recovered from the peritonitis event. The action taken with dianeal therapies was not reported. No additional information is available.